Event description:
Event description guidant received information that one day following the procedure to implant this pacing system, pauses in therapy delivery were observed as this right ventricular lead was unable to consistently capture the myocardium. The lead also displayed variably increasing impedance measurements and decreasing r-wave measurements. The lead was suspected to have become dislodged and was successfully repositioned a few days later.